Manufacturer narrative:
Manufacturing site evaluation: stock verification: stock was verified. There is available units of the product code and lot number. (B)(4) units were manufactured and distributed. Received no other complaints regarding this product code and lot number. Reviewed the batch manufacturing record, this product ha a normal process and the results fulfills the OEM requirements. The units received were checked visually, it was evident that the needle thread was disassembled. However, there are no more samples available, further evaluation could not be performed. Final conclusion: complaint is not justified. Corrective/ preventive actions: not applicable.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(4). Needle detachment.